Event description:
I was delivered an invacare homefill ii model ioh200, invacare (B)(4) by (B)(6). After they left, I noticed that the unit was plastic and had a metal port for filling the tanks. Once I observed this I figured there might be an electrical problem. I checked the power cord and it did not have a third wire or a larger polarity pin. Immediately, I felt it had no ground to protect me from the metal pipe. Sure enough this was the case. I lightly rubbed the pipe with my finger and it tingled indicating the presence of voltage. I went and got my meter and it measured 3 volts. I have seen this phenomenon in the past, but I cannot explain it. Because it should measure 120 volts and when the plug is turned over, it should measure zero. But any way, the device has a voltage on it that may or may not be dangerous and should have a third wire for ground in the power cord to protect me in case the metal comes in contact with the power source. I contacted (B)(4) and they brought me another device and it was the same but when they left I measured another place with my meter. A lower place on the standpipe measured 46 volts and the fan screen measured 3 volts. (B)(4) didn't seem to care. In hopes of scaring them into doing something I told them that I was informing them that I would hold them libel if anything happened. I am becoming more concerned as drier weather is coming with the static electricity creating a spark around oxygen.